Event description:
(B)(4). Reports under infusion, no under infusions on 1 day, but used 2nd day and had under infusion." Etoposide" 500 ml to infuse in 1 hour. At the one hour mark about 250 ml left in the bag, infused that over the next 1/2 hour. No pt injury, but therapy delayed. MFR ref #9610825-2013-00418.